Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink solution set with duo-vent spike disconnected from a non-baxter bag, resulting in a leak of paclitaxel. This occurred prior to patient use. The reporter stated that the spike "fell" out of the bag "with no force or manipulation." There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.